Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device it was reported that the caller had system problem rm03 when they were charging their implant. Caller began charging last night because they couldn't feel stimulation right; they felt it was low. Caller noted that they had reset the controller 10 times and that the message popped up again after a few minutes of charging and they only got up to 50%. Before giving up on charging ins. Caller also reported their controller would, at times, say "terminated" and go black while charging ins and they will unplug recharger and reposition paddle and that will resolve (see rtg0358124). Agent walked caller through removing the battery pack and plugging controller into the ac power supply cord; caller confirmed controller powered on. Caller re-inserted the battery pack and confirmed controller 60% and ins 50%. Caller confirmed no visible damage on recharger cord, pins, controller connector port pins nor battery compartment or bp pins. Caller noted that they heard a "crackling and arching" sound from the recharger relay box when charging the implant last night. Caller then connected recharger and confirmed charging excellent and after a few minutes rm03. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Caller mentioned they had been told in the past to remove the bp for 20 seconds and re-insert and they tried that, but issues did not resolve. Additional information was received from the patient that, the ins no longer holds a charge for a day and a half and the paddle cord was making a crackling sound at the box in the middle of the wiring. Steps taken to resolve the not feeling stimulation right and feeling it was low, include re-evaluation and change of settings and ordering of a new paddle. When asked about resolution, patient noted "it doesn't feel like it does as good as it used to. I guess keep working with john, my medtronic rep."